Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery in 2001 and mesh was implanted. It was reported that the patient underwent hernia repair surgery in 2003. It was reported that the patient underwent hernia repair surgery in 2007. It was reported that the patient underwent removal surgery in (B)(6) 2009. No additional information is provided.